Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377775, lot# v012181, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had back pain since (B)(6) 2016 due to exercising and running more. The pain was described as a stabbing pain in the patient's back at the bra line. When a manufacturer representative (rep) reprogrammed the lead on the top, the patient felt the stabbing pain. When the lead on the bottom was programmed, the patient did not feel the stabbing pain. This event occurred a couple of months prior to the report; during this time, the implantable neurostimulator (ins) not needed or used. It was noted that the patient hadn't fallen and the impedance test results were normal. On (B)(6) 2016, a manufacturer representative reported that the patient's leads had migrated and a revision was needed. A revision surgery was scheduled on (B)(6) 2016 and it is unknown if the patient recovered completely. There is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.